Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device is implanted.

Event description:
It was reported that the surgeon sought to implant a device that was designed based on images submitted on (B)(6) 2016. In the months since the patients images were taken, the soft tissue surrounding her cement spacer had contracted significantly. He tried to implant the device after making the initial planned resection, but was unable to fully extend the patient's leg due to excessive tension in the soft tissues. After multiple, incremental resections and trials it was determined that the tip of the stem would have to be cut off in order for the implant to fit within the remaining proximal femoral segment. After removing 2cm from the stem and resecting an addition portion of the femur, he was able to seat the implant and fully extend the patient's limb.

Manufacturer narrative:
As stated in the device IFU ¿if there is more than 6 months between supply of the jts extendible distal femoral implant and the implantation, further scans must be produced and reviewed against the design by stanmore implants worldwide as this could result in a possible mismatch due to changes in bone geometry.¿ the surgeon did not contact siw or provide further scans prior to the procedure. Based on the provided information, the product reported in this investigation did not contribute to the event. There is no device failure; review of the images supplied by the hospital confirms that the custom device was designed correctly to the imaging provided by the healthcare facility. Correction expiration date corrected from 11/16/2016 to 11/30/2016.

Event description:
It was reported that the surgeon sought to implant a device that was designed based on images submitted on (B)(6) 2016. In the months since the patients images were taken, the soft tissue surrounding her cement spacer had contracted significantly. He tried to implant the device after making the initial planned resection, but was unable to fully extend the patient's leg due to excessive tension in the soft tissues. After multiple, incremental resections and trials it was determined that the tip of the stem would have to be cut off in order for the implant to fit within the remaining proximal femoral segment. After removing 2cm from the stem and resecting an addition portion of the femur, he was able to seat the implant and fully extend the patient's limb.